Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -5.0/1.0/064, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. This explant resolved the problem. Cause of event was unknown. It was reported that after the icl was removed, the patient did not want to implant again.

Manufacturer narrative:
H3- device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found one of the haptics broken and bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).